Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient in the clinic after the patient's implantable cardioverter defibrillator was unable to complete remote transmissions. Upon interrogation, it was observed the patient's device's rf telemetry was not working. After a cyber security update, the rf telemetry was reestablished. The patient was discharged.